Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (500 mg/dl), and diabetic ketoacidosis. Reportedly, the customers' cartridges were cracked. Customer was treated through intravenous insulin drip, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.